Event description:
Rptr indicated a vns therapy generator was replaced due to malfunction. A battery life calculation using programming history available revealed the generator was 6.51 years until the elective replacement indicator read yes. Both systems and normal model and diagnostics were within normal limits on (B) (6) 2007. The generator was returned to the manufacturer and is pending product analysis. Good faith attempts to obtain additional information have been unsuccessful to date.